Event description:
It was reported that during preparation for a flexible ureteroscopy procedure, it was identified that the reusable fiber, that has been applied less than 10 times, presented black spots at the tip. The procedure was completed with another fiber without patient complications. The fiber returned and the analysis identified that there was an internal connector fracture; therefore, this event is meeting reporting criteria based on this finding.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the fiber did not identify the black spots initially reported; therefore, the initial allegation was not confirmed. The visual inspection concluded that the fiber was received in one piece, there were no defects on fiber body; however, it was found that the fiber tip was bent and kinked. During the microscopic analysis it was observed distorted light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented burn marks. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The interaction of the console with the connector likely led to the connector component fracture and subsequent overheating which resulted in the observed burn marks.

Event description:
It was reported that during preparation for a flexible ureteroscopy procedure, it was identified that the reusable fiber, that has been applied less than 10 times, presented black spots at the tip. The procedure was completed with another fiber without patient complications. The fiber returned and the analysis identified that there was an internal connector fracture; therefore, this event is meeting reporting criteria based on these findings.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the fiber did not identify the black spots initially reported; therefore, the initial allegation was not confirmed. The visual inspection concluded that the fiber was received in one piece, there were no defects on fiber body. During the microscopic inspection, was found the fiber tip degraded, please note that fibers are consumable devices and are expected to degrade with use. The microscopic analysis it was observed distorted light exiting the connector face, indicating an internal connector fracture. In addition, the inspection confirmed the connector presented burn marks. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The interaction of the console with the connector likely led to the connector component fracture and subsequent overheating which resulted in the observed burn marks.